Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes caused by t-wave oversensing were noted. Reprogramming was suggested and anticipated. The patient was in stable condition.